Event description:
The plaintiff's attorney alleged that decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-00163 and 1225714-2013-00164. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experienced a sudden cardiac event and approximately nine days later experienced another sudden cardiac event and expired the following day. This is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR's #1225714-2014-00163 and 00164.